Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.

Event description:
It was reported that after initiation of perfusion, blood leakage from the gas outlet port was observed. Perfusion time was 55 minutes and during this period the device was fully functional in terms of oxygenation and ventilation. The device was not changed out. Total blood loss was approximately 7-8 ml. (B)(4).